Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the magnets were missing from the pump door. Functional testing revealed that the pump was unable to start due to the open door. The reported condition was verified. The cause of the condition was determined to be missing door magnets. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the green door of an automated compounding device (acd) hardware main module keeps coming open, exposing the rotor. The reporter stated that the magnet was missing. There was no patient involvement. No additional information is available.